Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13992. It was reported a patient presented with right ventricular lead noise and non-sustained right ventricular over-sensing episodes on the right ventricular lead and implantable cardioverter-defibrillator. These episodes led to numerous inappropriate therapies delivered to the patient. Programming changes were made to restore normal parameters. The patient was recovering.